Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer did not recall any significant events leading up to the error. Blood glucose level was 115 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.